Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver functional test was performed and it passed all the relevant testing. The data log was downloaded and reviewed, and multiple occurrences of the receiver shutting down for low battery within the relevant dates of this investigation was found. The receiver case was opened for internal visual inspection and passed. The receiver battery was replaced with a known good battery. The discharge test was performed and it passed. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a bad receiver battery. Reportedly, a pediatric patient was using an adult receiver. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.